Manufacturer narrative:
A field service engineer (fse) was dispatched who found sorter out of alignment and realigned corner cups position. Fse tested instrument several times under the regular macro; got corner cups from all trays in sorter with no errors. Customer ran qc with no errors and calibrated 27.29 & ca125. The instrument was up and operational. No errors noted. No further action required by the fse. A complaint history review for serial number (B)(4) was conducted from 01-sep-2014 through 31-oct-2015 for similar complaints. There were (3) complaints reported during this time period which were similar to the present issue. The probable cause of the event was that the sorter was out of alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported error 2236 (sorter dropped cup) with their aia-1800 analyzer. Customer rebooted and performed version up yet error persisted. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event which resulted in delay in reporting of patient results for fsh and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.